Manufacturer narrative:
The device will be evaluated and a follow up report will be submitted if additional information becomes available.

Event description:
A copy of the report received from the customer states that the lacrimal eye catheter did not hold pressure and leaked in surgery. The alleged issue did not result in any patient complications.

Manufacturer narrative:
The complaint sample was evaluated by inflating the device to determine the area of leak. The samples leaked at the luer connection. Close examination of the luer threads on the leaking samples indicated that there was hairline crack along the luer. A definitive root cause for the crack could not be established. The development of crack may be due to a combination of elevated external forces and molded in stress in the component or over tightening of the luer connection. The lacricath catheters undergo 100% inspection for leaks during assembly. The presence of cracks at the end of the luer would have been caught during manufacturing leak testing. In addition, the parts also undergo qc inspection for visual and functional test.